Event description:
The patient stated that during a routine check, she found that the outer infusion tubing had separated. She reported a blood glucose level of 257 mg/dl, but no symptoms of a high glucose reading at the time. She stated that she immediately replaced the infusion tubing of her infusion set, then administered an insulin bolus of 3.5 u to correct the elevated blood glucose level. The patient did not report medical assistance from healthcare professional or second party to address the issue. The infusion set was requested to be returned for evaluation.